Event description:
The customer reported to olympus that they received 3 different needles that were difficult to utilize. The following information is regarding the first event. During inspection they noted that the needle was straight but slightly stiff in the stylet. During the endobronchial ultrasound-guided transbronchial needle aspiration procedure the user stated that the device kinked after the first pass and was too stiff, he stated that the stiffness issue may cause injury to the user when utilized. The procedure was completed using a similar device. Visual imaging confirmed that the mass was sampled successfully. There were no reports of patient or user harm associated with this event. The first event is reported under patient identifier (B)(6) (this report). The second event is reported under patient identifier (B)(6). The third event is reported under patient identifier (B)(6).

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.